Event description:
A report was received the patients lead had two contacts out. The patient underwent a lead replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Model: sc-2218-70 (sn: (B)(4)). Device evaluation indicated the complaints of high impedance have been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead gets kinked after it exits the clik anchor resulting in the reported complaint. Model: sc-2218-70 (sn: (B)(4)). Device evaluation indicated that the complaint high impedances were confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all the cables were completely broken at the bent/kinked location of the lead, 33.7 cm from the distal of the lead. No cables are exposed at the damaged portion of the lead. The broken cables resulted in the reported complaint of high impedance.

Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 16670202, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received the patients lead had two contacts out. The patient underwent a lead replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.